Event description:
Ous MDR - after an implantation period of about 31 months, oversensing without inappropriate shocks was reported. The lead was explanted and returned to biotronik for analysis. X-rays reportedly did not reveal any abnormalities. No adverse patient side effects have been reported.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual and electrical inspection. The analysis of the lead demonstrated a rubbed through insulation in the distal part. This insulation damage can be considered as the root cause for the observed noise issues as mentioned in the complaint description. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Furthermore, the visual inspection showed cuttings in the insulation and deformations of the conductor coil, which occurred most likely during the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.